Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, wear abrasion and device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located). Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth in the anterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.